Event description:
It was reported that iin mid-(B)(6) 2011, the patient was seen for pump reservoir refill. The drug aspirated was approximately 17ml, while 2ml was expected. On (B)(6) 2011, the existing sutureless pump connector was disconnected from pump and a light pink fluid was observed instead of clear fluid usually seen during treatment, this lead to the suspicion of a possible catheter connector occlusion. It was stated that a dye study attempted and a rotor study was also done, however no specific detail was provided. There was no injury; patient recovered without sequel. Drug delivered via the device was lioresal 2000mcg/ml at a daily dose of 220mcg.

Manufacturer narrative:
Catheter model 8598a, serial# (B)(4) implanted: (B)(6) 2011 explanted: unk; catheter model 8578, lot# n280913003, implanted: (B)(6) 2011 explanted: (B)(6) 2011; catheter model 8578, serial# (B)(4), implanted: (B)(6) 2005, explanted: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.